Event description:
Patient reported left side "device rupture" and "capsular contracture" baker grade unknown diagnosed via MRI, "silicone came in contact with my body and also silicone bleeding", "pain in the left breast", "severe chest pain", "wrinkling sides" and "concern with textured implants". Patient also reported the following symptoms, which are not device-related: "numbness", "fatigue", "weight gain", and "cysts". The device has been explanted.

Manufacturer narrative:
Clarification to d4 device information: serial numbers were provided as (B)(6). It has not been confirmed which number belongs to which side. Devices share the same catalog number which has been populated. Clarification to d6a implant date: two possible implant dates were provided, (B)(6) 2002 and (B)(6) 2002. A partial implant date of (B)(6) 2002 has been entered until additional information is received. Correction to h6 adverse event problem: previous supplemental medwatch reported a050403 gel bleed for the event "silicone bleeding". It has been determined by abbvie medical safety that this event is to be captured under a0412 material rupture. A050403 will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported left side "device rupture and capsular contracture, baker grade unknown, diagnosed via MRI", "pain, palms are numb, severe fatigue, wrinkling sides, cysts, weight gain" and "concern with textured implants". The events of "numbness, fatigue and cysts" are not related to the device. The device remains implanted.

Event description:
Patient additionally reported "silicone bleeding." The device has been explanted and will not be returned.

Manufacturer narrative:
Laboratory analysis summary- device photograph(s) for the device related to the reported event of rupture, crease/folding of implant, capsular contracture, gel bleed, chest pain, fatigue, cyst(s), numbness, varied injuries, wrinkling of the skin and anxiety-product/procedure requested on october 29, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant: unable to observe on the provided photos. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe on the provided photos. ¿ chest pain: unable to observe since it is not related to the device. ¿ fatigue: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ numbness: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.